Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, the cerab technique appears to be a safe and feasible alternative to open surgical reconstruction of the aortic bifurcation in complex occlusive disease. Associated files: 1219977-2015-00278, 1219977-2015-00279, 1219977-2015-00280, 1219977-2015-00281, 1219977-2015-00283.

Event description:
Article received: first results of the covered endovascular reconstruction of the aortic bifurcation (cerab) technique for aortoiliac occlusive disease. European journal of endovascular surgery (2015), 1-10. This study presented the first results of a new endovascular technique using covered stents to reconstruct the aortic bifurcation in patients with aortoiliac occlusive disease. The study reviewed the results of 103 patients suffering from obstructive lesions that were treated with cerab between february 2009 and march 2014. Per the study, 12 patients experienced dissection, rupture or bleeding.